Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the high blood glucose level and had multiple pump error alarms. Customer¿s blood glucose value was 400mg/dl. Customer stated that the pump was exposed to a high magnetic field. Customer confirmed that she was not able to clear alarm. Insulin pump will be returned for analysis.